Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with unspecified treatment for the event of peritonitis (further details not reported). The cause of the peritonitis was unknown. The patient recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.